Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize therapy electrodes) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, there was contamination and an intermittent connection at the pins in the belt receptacle. The cause of the inability to recognize the electrodes is the damaged belt receptacle. The root cause of the damaged belt receptacle cannot be positively identified. No adverse event resulted from the damaged receptacle

Event description:
A us distributor returned a monitor indicating that it would not recognize test therapy electrodes.